Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6), 2006.according to the complainant, the patient experienced pain, infections, bleeding, mesh exposure/extrusion/protrutsion, urinary problems and the need for removal surgery of the mesh. She was forced to return to her doctor several times because of these complications.all other information, including the patient's current condition, is unknown and reportedly unavailable.